Event description:
Customer reportedly obtained results of 306 mg/dl and 110 mg/dl on the advantage system within 10 minutes. Customer took 500mg metformin based on result of 306 mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided for where comparison performed.